Manufacturer narrative:
Follow-up #1: date of submission, 08/05/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: investigation revealed moisture in the battery compartment. The returned battery cap was used to complete investigation. The pump would not power on due to the moisture in the battery compartment. The pump casing was removed and there was no further evidence of moisture.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture/corrosion in the battery compartment. The reporter denied any damage to the pump casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.